Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the tablet received an "odd bootup error" just a few minutes prior, but eventually it loaded the software successfully. It was stated that it got stuck on the vns logo and required a forced restart. This issue happened twice before it started working again normally. Then during an attempt to download the patient's data it kept saying to "please insert a valid sd card", but then eventually it worked. It was confirmed that the sd card was ordered from livanova. All this happened within a 4 hour period. The issues persisted. The tablet had the attached error message at boot up and needed to be powered off by holding down the power button to reboot it. Upon reboot it would not interrogate his demo generator. It also hangs nearly every time it is powered off and the power button has to be held to get it to power off. The tablet was returned on 04/20/2016 and analysis is underway but has not been completed to date.

Event description:
Product analysis for the tablet was completed and approved on 05/09/2016. An analysis was performed on the returned tablet and during the analysis, it was identified that the tablet was unable to access the sd card. The cause for the anomaly is associated with a cracked solder connection between the main board and the card detect lead of the sd memory card socket. Although the sc card socket was disabled, the vns software still had limited functionality and was able to interrogate, program, and perform diagnostic tests during the analysis. Once the lead was soldered onto the main board, no further anomalies were identified.